Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite precision magnetic link was received for evaluation. Evaluation testing of the device observed movement with all references and electrodes indicating passing results. The reported event was unable to be duplicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was not confirmed and the root cause was undetermined. The device functioned as intended.

Event description:
During a ventricular tachycardia ablation procedure, a prolonged procedure occurred due to experiencing an error message with the system and the troubleshooting involved in order to resolve the issue. When all the equipment was connected, the precision link did not connect and the system displayed an error message. Multiple troubleshooting efforts were conducted, and lastly, when the precision link was exchanged, the issue was resolved. There were no adverse consequences to the patient.